Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient misplaced the letter that stated that the pump was being ¿recalled and needed to be removed.¿ the pump was explanted in 2012 and the patient wanted the serial numbers. The drug delivered by the pump was not reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.